Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed which found that the pull ring tip protector was not capped onto the male luer lock connector on the patient line of the cassette. Pressure testing was performed with no abnormality observed. The reported issue of a cap falling of the tubing was verified in the visual inspection; however, the cause problem was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue between a pull ring cap and an unknown line on the cassette. The connection issue was further described as the cap fell off from the tubing. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.